Event description:
A malfunction alarm was reported with code malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer received instructions to reset the pump, and after doing so, the malfunction code did not recur. The customer was advised that they could continue using the pump and to call back if the malfunction appeared again.